Event description:
The customer reported that the system monitor was intermittently going black. This resulted in the loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer spoke to the online engine and reported that the issue did not occur again, and they would call back if it recurred. The customer never called back, and the case was closed.